Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "high temperature" alarm condition was observed in the ventilator's downloaded error log. The device was not in patient use. The device's outlet flow path thermistor was replaced to address the issue.